Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information from the customer. Updated fields: b5, h6, h11. The device was not returned to olympus for evaluation. The device was evaluated onsite and where a foreign object like microscopic rubber was observed. Based on the results of the investigation, it is possible that it was caused by part of the disinfectant hose peeling off due to deterioration over time, but from the information obtained, the cause of the residual foreign matter could not be identified. It was confirmed that the instructions for use (IFU) was deviated from the information as the water filter was being used beyond the expiration date. The event is detectable by handling the product in accordance with the following IFU. Oer-aw instruction operation manual 7.2 replacing the water filter (maj-824) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The user replaced the water filter every two months.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that black foreign material was found in the reprocessing basin of the endoscope reprocessor. The issue occurred during reprocessing. There was no patient involvement.